Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test result from the icon 25 hcg test kit. The customer indicated that a single pt had a urine sample collected at 6:00 pm and tested with the icon 25 hcg test kit. The result was negative (-). A serum sample was sent to a lab for quantified testing. The result was 733 miu/ml. The customer indicated that the pt was admitted to the hospital due to vaginal bleeding. No add'l info regarding this event was provided.